Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device was checked. The device did not pass internal leakage, pressure transducer and o2 cell/sensor tests and nozzle unit on air gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.